Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that a por was seen when charging ins with recharger (insr). Por was not related to overdischarge. Por was successfully cleared. Therapy was turned back on. Therapy will resume at last programmer parameters. Therapy was adequate. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.